Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that since the patient was implanted she never completely got rid of the pain. The patient reported she noticed for the last couple of months it seemed harder to find the ins. She could feel where the ins was but then it was not registering and it turned out the ins was somewhere else. She stated that it took her forever to find the ins so that she could charge. She got 8 coupling bars once in a while, usually should got 6 bars. The patient also reported having lot of pain in the last couple of weeks. The pain was in her back. It felt like a ¿catch¿ in her back, right there around the ins area or right below it in the r buttocks. It started all of a sudden. One morning while she was making coffee and leaned over the skin, when she went to straighten up she could not straighten her leg out and had a terrific pain. She had that 'catch' once in a while and it happened a gain on the day of the report. The patient indicated the she would like someone to check her device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.